Event description:
It was reported patient with diabetes (pwd) experienced issues with line block alarms. Pwd had replaced the tubing alone and experienced another line block alarm decided to change both the tubing and the site. No further line block alarms were noted. No patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.